Event description:
It was reported that a patient implanted with an impella 5.5 experienced pulseless electrical activity requiring cardiopulmonary resuscitation (CPR), epinephrine, and bicarbonate. During CPR, the pump migrated out of the left ventricle and into the ascending aorta. Multiple attempts to reposition the pump were unsuccessful. Additionally, the patient developed a small pericardial effusion that was not big enough to require intervention. The patient was treated with multiple vasoactive drips, anticoagulants, and blood transfusions due to a hematoma at the axillary site as well as ongoing nose bleeds. Later, the patient was successfully weaned from the pump and survived. Additional information was received. The customer discarded the pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the cardiac arrest requiring resuscitation, pericardial effusion, hypotension, anemia, and epistaxis was not determined due to insufficient clinical details. The cause of the hematoma was most likely patient condition since patient had hematoma at axillary site along with nose bleeds. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the user during CPR. The device passed all post sterile inspection checks.